Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. -no product was returned or pictures provided; visual evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). E1: full city name - (B)(6). G2: foreign - the event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, it was found that the foreign substance which looks like a fiber was found inside of the sterile package when the nurse opened it. So, the surgeon didn't use this complaint product for the surgery. No complications, injuries, delay, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. It was reported that no further information is available.